Manufacturer narrative:
Review of received information: on-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information, the pressure transducer printed circuit board was found defective and require replacement. The defective part and device's logs have been requested for further investigation but has not yet been received. The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).